Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had locked up. The customer further explained that this occurred after unplugging the device from ac power and immediately powering the unit on. After which, the screen remained blank and none of the buttons would respond. The customer was then able to press and hold the on button for about 10 seconds to power the device off, then on again. The biomedical engineer was unable to duplicate the lockup condition during subsequent testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but after extensive testing, was unable to verify the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio was able to duplicate a scenario during testing in which the device's ac power led's would remain on after unplugging the device from the ac power adapter and immediately attempting to power the device on. It is possible that this condition was what the customer experienced that led them to believe the device had locked up. However, this was not able to be confirmed. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.